Event description:
Information received by medtronic indicated that insulin pump was drop on the sink and water gone into the insulin pump. Customer reported that there was damage at the insulin pump screen. Customer reported that there was fluid in the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the lcd window found on 14-nov-2022. Pump received with partial display. Unable to perform the displacement test. Unit failed the self-test due to the partial display. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found cracked lcd controller (pcba 1) and moisture damage on the motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Cosmetic damage was confirmed at the lcd window. Partial display was confirmed during analysis due to cracked lcd controller (pcba 1). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.